Manufacturer narrative:
(B)(4).

Event description:
Information was received indicating that a box of smiths medical jelco® protectiv® safety i.v. Catheters arrived in a warehouse without the native label affixed to the product box. The carton was reported to by unidentified and that hand written note had been placed on the box. There were no reported patient involvement or adverse effects.

Manufacturer narrative:
Photographic inspection was performed from the provided images and identified there was no labelling over the shipping boxes and identified a sheet with the product description written manually. It was suspected that the product detached from the boxes after sterilization during the transfer to the distribution center or to the final customer. Based on the evidence, the root cause was attributed to a manufacturing issue; an assembly fault led to the observed issue.